Event description:
A health care professional reported that the aspiration was reduced during the cataract surgery despite cleaning the tubes. Pt impact is unk. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).